Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The restenosed, 4.0x20mm, eccentric target lesion was located in the mildly calcified and mildly tortuous mid left anterior descending artery. The lesion contained >45 and <90 degrees bend. Pre-dilation was performed with a 3.5x20mm balloon catheter, leaving 90% stenosis. A 4.00 x 20mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The device was removed and stent damage was noted. The procedure was completed with another of the same device. No patient complications were reported and patient status was stable.